Event description:
(B)(6) 2025 (patltr): patient mentioned that the stim shutting off cause was yet to be determined. Patient specified that pulling the battery out and putting it back in were done to resolve the issue.

Manufacturer narrative:
B5 an pli 10 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic representative(mdt rep) states the patient's controller is having issues where it continues to display a message that it cannot connect to the implantable neurostimulator (ins). The controller will eventually connect when really close to the ins, but it is intermittent. Additionally, the therapy will randomly switch off even though they did not shut it off. Rep states the therapy is on now, however when interrogating the ins, the therapy stated it was off. Rep also stated they previously changed the date in the controller. Patient did not have their recharger with them today in the clinic. This has been happening for a couple of months. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.